Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Evaluation summary: additional information was received on (B)(6) 2011 in the form of a qa investigation summary. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Arthritis of right knee [arthritis]. Joint effusion in right knee [joint effusion]. Swelling in right knee [joint swelling]. Pain in right knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) female patient, initials (B)(6). The patient's medical history is significant for gonarthrosis and previous treatment with altz. On (B)(6) 2011, the patient initiated the first synvisc injection of 2 ml into left knee. On (B)(6) 2011, the patient initiated the second synvisc injection of 2 ml into left knee. On (B)(6) 2011, the patient initiated the third synvisc injection of 2 ml into left knee. The patient's pain due to gonarthrosis improved. On (B)(6) 2011, the patient initiated the first synvisc injection of 2 ml into right knee. On (B)(6) 2011, the patient experienced swelling in right knee and arthritis of right knee. On (B)(6) 2011, the patient's right knee was aspirated of joint fluid, following which the second synvisc injection of 2 ml was given into right knee. On (B)(6) 2011, synvisc was permanently discontinued. On (B)(6) 2011, the patient experienced swelling in the right knee and pain in the right knee. The patient visited the clinic to have joint fluid aspirated. The physician did not administer hyaluronate acid, but told the patient to take rest. On (B)(6) 2011, the patient visited the clinic to confirm the event resolved. The intensity for the events of arthritis of right knee, swelling of right knee, pain of right knee and joint effusion of right knee, was not provided. The relevant concomitant medications reported include 2 df of etodolac (antiphlogistic analgetic) which is continuing, 2 df of irsogladine maleate which is continuing and 1/1 day of ketoprofen (antiphlogistic analgetic) which is continuing. The physician assessed the arthritis as an important medical event. The reporting physician assessed the relationship between synvisc and the events of arthritis of right knee and joint effusion in right knee as definitely related. The relationship between the events of swelling in the right knee and pain in the right knee was not provided by the reporting physician. The physician commented antibody was produced after three injections in left knee, and then it reacted when synvisc was injected in right knee. Additional information was received on (B)(6) 2011 from the physician which upgraded the case to serious. The physician reported the patient's date of birth as (B)(6). The physician updated the adverse event information by reporting that on (B)(6) 2011, the patient experienced swelling in the right knee and pain in the right knee. On (B)(6) 2011, the patient visited the clinic earlier than planned. On (B)(6) 2011, swelling in the right knee and pain in the right knee aggravated over night. On (B)(6) 2011, the patient's right knee was aspirated of a large volume of fluid. The lab tests revealed that the fluid was opaque and flotage was positive. The fluid looked like it had infection, but the synovial fluid culture was negative. The physician considered the event of arthritis of right knee as medically significant. Any other treatment with medication was practiced. On (B)(6) 2011, the event of arthritis of right knee was alleviated. The intensity for the events of arthritis of right knee and joint effusion in right knee was assessed as moderate. The physician updated the relevant concomitant medications to include 2 df of etodolac for gonarthrosis, which was started on (B)(6) 2011 and is continuing till date, 2 df of irsogladine maleate, which was started on (B)(6) 2011 and is continuing till date and 1/1 day of ketoprofen (antiphlogistic analgetic), which was started on an unspecified date and is continuing till date.